Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set tubing bent event which caused occlusion. Blood glucose levels were reported to be 200 mg/dl during the event which lasted 30 minutes. No further information available.